Manufacturer narrative:
The customer requested just a quote for replacement therapy pca with no engineer evaluation.

Event description:
It was reported to philips that the device has a faulty therapy pca. There was no patient involvement.